Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010, the patient was evaluated in the spine clinic for complaints of low back pain, right buttock pain, and right lower extremity pain. He reported that he had these symptoms for years but had experienced an increase in his typical low back pain over the past month that coincided with new onset right lower extremity pain and numbness that radiated down his right posterolateral thigh, calf, and into his feet. He stated that the numbness affected his great toe and fifth toe on the right foot. He reported that he was injured in 1999 when he fell off of his roof and that he had been disabled due to his persistent pain. An MRI scan from (B)(6) 2009 revealed a transitional segment at s1, mild disc dehydration at l4-5, l5-s1, no herniation, no stenosis, and normal disc height throughout. On (B)(6) 2010 the patient was evaluated in the spine clinic with complaints of low back pain and right lower extremity pain that began in his right buttock and right lateral thigh and radiated to his knee and occasionally down his calf. He reported that he had experienced these symptoms for several years but had not had any treatment prior to this visit. An MRI of his lumbar spine obtained (B)(6) 2010 revealed an annular bulge at l4-5 and facet hypertrophy was present at l4-5 or l5-s1. Disc collapse was greatest at l5-s1. Epidural injections at l4-5 on the right hand side were ordered. On (B)(6) 2011, the patient was evaluated in the spine clinic for complaints of severe low back pain and right lower extremity pain. The epidural injections at l4-5 gave him very good relief, however the relief lasted less than a few weeks. His flexion and extension x-rays revealed significant retrolisthesis of l4 and l5 and possible l5-s1 segment hypoplasia. On (B)(6) 2011, the patient was evaluated in the spine clinic with complaints of severe leg pain that was only partially relieved with right-sided epidural steroid injections. He was noted to have an autofusion at the l5-s1 segment and instability at l4-5. Imaging studies also revealed 10 mm of retrolisthesis of l4 on l5 with extension that could explain the patient's development of severe leg pain symptoms with motion. He failed standard conservative care and surgical fusion was recommended. The potential off-label use of bone morphogenic protein or infuse was discussed with the patient as an adjuvant to fusion. On (B)(6) 2011, the patient was hospitalized to undergo anterior spinal fusion at l4-l5 using the interbody technique, insertion of an intervertebral biomechanical (peek) device at l4-l5, anterior lumbar plating with medtronic pyramid 4-hole anterior lumbar plate, harvest of local autograft bone from bony endplates, and aspiration of vertebral bone marrow from the l5 vertebral body. Implants included an 18-mm intervertebral biomechanical device, infuse, vitoss, crushed cancellous chips, and a medtronic pyramid 4-hole plate with 30-mm screws x 4. During the anterior phase of the surgery, an 18-mm peek intervertebral biomechanical device was packed with a combination of infuse, local bone, and vitoss and inserted at the l4-l5 space. Because of the marked instability at the l4-l5 segment it was opted to plate this anteriorly. A 41-mm medtronic pyramid 4-hole plate was affixed to the anterior lumbar spine and secured with 30-mm screws. During the posterior portion of the surgery, the l4-l5 facet joint was denuded and packed with a combination of infuse, local bone, crushed cancellous chips and vitoss to achieve posterolateral fusion. 7.5 x 45 mm medtronic sextant pedicle screws were placed in the l4 and l5 pedicles under direct visualization in ap and lateral views. The sextant device was then attached and a 40 length rod was passed through the two mobile pedicle screw heads. Cap screws were placed, sheared and torqued off. Final imagining showed excellent position in all views. No complications were noted. In the immediate postoperative period the patient did experience an episode of minimal responsiveness and hypopnea but responded rapidly to two doses of narcan. The rest of his postoperative course was uneventful. On (B)(6) 2011, the patient was evaluated in the spine clinic for his two week post-operative visit. He reported complete resolution of his right lower extremity pain. He reported left-sided low back pain at the incision site and stated that he experienced severe spasms in that location. Lumbar x-rays were obtained that revealed excellent placement of his interbody graft, a well-seated anterior plate, and excellent placement of his left-sided pedicle screws. On (B)(6) 2011, the patient was evaluated in the spine clinic following a one week complaint of worsening left groin pain that radiated all the way down his left leg. He did have some right-sided lower extremity symptoms prior to his surgery that had completely resolved. On physical exam he was noted to be tender over the lower lumbar paraspinal musculature and over the sacroiliac (si) joint. He was diagnosed with suspected left sacroiliitis. On (B)(6) 2011, the patient was evaluated in the spine clinic for complaints of left-sided buttock and severe right groin pain making it difficult to turn over in bed. He also reported difficulty moving from a seated to standing position. He had been treated with an si joint steroid injection that gave him one to two days of relief. On (B)(6) 2011 the patient was evaluated in the spine clinic for new post-surgical left buttock and left groin pain thought to be related to sacroiliitis. He underwent an MRI scan of his left hip on (B)(6) 2011 that did not reveal any significant deformities or pathology but did reveal some degeneration of his left si joint. On (B)(6) 2011 the patient was hospitalized for one night with perioral numbness and chest discomfort accompanied by shortness of breath. His EKG showed on acute changes, his chest x-ray was clear, and serial troponins were negative. The patient considered these symptoms to be related to weaning off of long term narcotics used to treat his back pain. The patient was treated for anxiety and released. On (B)(6) 2011 the patient was evaluated in the spine clinic for complaints of buttock and groin pain. He had recently undergone a lateral branch block that gave him good relief for his typical left-sided buttock pain. In the interim he developed difficulty with his gait and fell on several occasions. He also reported diaphoresis and tremors in his upper extremities. He presented to the hospital with these complaints and underwent an extensive workup that revealed significantly elevated liver function tests and hypoglycemia. He also reported some severe axial neck pain and occasional mid-back pain that radiated around his left chest wall. On physical examination, one beat of clonus was noted on the left. He was diagnosed with bilateral sacroiliitis. (B)(6) 2011 the patient was evaluated in the spine clinic for continued numbness and tingling down his right lower extremity beginning at his right groin and extending to his knee. There was no numbness reported posteriorly or below the knee. The symptoms were described as similar to his preoperative symptoms. He also reported fairly significant left groin pain, especially when going from a seated to standing position. He underwent a sacroiliac joint injection that did improve his symptoms. The patient underwent cervical, thoracic, and lumbar spine MRI scans on (B)(6) 2011 to evaluate his unstable gait. The scans were unremarkable for any significant central stenosis. He did have some disc disruptions in his cervical spine resulting in a neural foraminal narrowing but no central narrowing or cord changes were noted. Otherwise, his thoracic and lumbar scans were unremarkable. On (B)(6) 2012 the patient underwent a CT scan that revealed a solid fusion at l4-5 with mild adjacent level degeneration at l3-4. On (B)(6) 2012, the patient was evaluated in the spine clinic for complaints of fairly severe low back pain mostly on the left side radiating into his left groin. He had si joint injections with some positive diagnostic results but these results were short lived. A lumbar x-ray revealed a solid interbody fusion at l4-5. No adjacent level significant pathology was identified. His pain was considered to possibly be related to hardware or to si joint-related pain. On (B)(6) 2012 the patient was evaluated in the emergency department for complaints of back pain and burning and tingling in both legs. He stated his grandchild jumped into his arms unexpectedly and pushed him back into a half wall where his lower back intersected the corner of the wall in his middle/left lower back. The following day he underwent a CT scan of his lumbar spine that revealed chronic scheuermann's type changes, retrolisthesis of l4 on l5, degenerative disc disease at l3-4, left facet hypertrophy at l5-s1, no significant central stenosis, acute fracture, or spondylosis, right facet hypertrophy at l4-l5 with mild chronic right foraminal narrowing at l3-4 and l4-5, and a solid appearing interbody fusion at l4-5. On (B)(6) 2012, the patient was hospitalized for one night following a fall down approximately eight carpeted steps. He reported that he had pain from his mid-thoracic spine extending to the low lumbar spine and that he was unable to bear weight due to his pain. X-rays of his thoracic and lumbar spine revealed small lower thoracic anterior disk margin osteophytes at two levels. On (B)(6) 2012, the patient was evaluated in the spine clinic with complaints of persistent low back pain, buttock pain, and lower extremity dysesthesias. He also reported some chronic parasthesias in the right lower extremity related to his chronic back pain. His CT scan revealed a solid fusion at l4-5. His si joint related pain was being treated with si joint steroid injections. He had lateral branch blocks that did not give him enough relief for ablation. The patient was reported to really be struggling with his pain and with weakness in both lower extremities. He was diagnosed with chronic pain syndrome, lumbar postlaminectomy syndrome, and right hip pain and was referred for chronic pain medication management. On (B)(6) 2012 the patient presented to the emergency department after sustaining a fall from a tree of approximately 12 feet. He was unconscious for less than 30 seconds and complained of radiating pain to the neck, back, buttocks, and bilateral legs. He was admitted to the hospital and underwent multiple imaging studies including a CT scan of the head which were negative. The patient was discharged the following day. On (B)(6) 2012, the patient was evaluated in the spine clinic for complaints of persistent left buttock and right groin and hip pain. He was noted to have a solid interbody fusion at l4-5 and an autofusion at l5-s1. The patient was worked up for sacroiliitis and did respond to his initial lateral branch block at his si joint. The second block did not give him relief. A spinal cord stimulator was recommended. On (B)(6) 2012 the patient was evaluated in the emergency department for generalized weakness, swelling in his legs and arms, balance problems and pain in his upper and lower extremities bilaterally. A CT was obtained that was normal and a lower extremity doppler ultrasound to evaluate for deep vein thrombosis was negative. On (B)(6) 2012 the patient presented to the emergency department with complaints of back pain after falling on his left hip while playing with his dog. He reported acute left sciatica type symptoms with tenderness over palpation of the sciatic notch on the left and pain spasms radiating down his left leg. He was treated with pain medications, cryotherapy to his back and buttocks, oral steroids, and muscle relaxants and discharged. From (B)(6)2012 until (B)(6) 2013 the patient was evaluated multiple times at the pain clinic for his chronic back pain, mid-thoracic back pain, and right hip joint pain. His pain was described as aching, sharp, and drilling. He also reported pain and numbness on the posterolateral aspect of his left leg and in his buttocks. The patient underwent spinal injections including left si joint blocks and left l4, l5, and s1-s3 diagnostic blocks. He reported no sustained benefit from these interventions. He also had lumbar epidural steroid injections without significant relief. He was diagnosed with neuropathy, lumbar postlaminectomy syndrome, lumbago, spondylosis, and failed back surgery syndrome. On (B)(6) 2012 the patient was evaluated in the pain clinic to discuss result of a thoracic spine MRI scan. The patient continued to report right flank pain and thoracic pain. He stated the pain was worse with thoracic extension and rotation. He reported hearing a "pop" when he rotated to the right. He underwent a thoracic spine MRI on (B)(6) 2012 that revealed chronic lower thoracic scheuermann's changes did not reveal any significant disc pathology. Minor annular bulges were identified at a few segments but no significant stenosis or advanced facet changes or any fractures or any other significant pathology were seen. Myofascial pain was considered a possible diagnosis. In (B)(6) 2013 the patient reported increasing pain higher in the lumbar spine and in the low thoracic spine. Physical therapy increased his pain. On (B)(6) 2013 the patient was evaluated at the pain center and underwent thoracic epidural steroid injections under sedation for his thoracic back pain. He was diagnosed with thoracic or lumbosacral neuritis or radiculitis, degeneration of lumbar or lumbosacral intervertebral discs, and scheuermann's disease. On (B)(6) 2013 the patient was evaluated at the pain center for follow-up of his chronic back pain secondary to thoracolumbar degenerative disk disease. He reported his back pain was more right sided and occasionally radiated to his right leg. He did not obtain relief from thoracic epidural steroid injections although lumbar injections were beneficial. No further injections planned. The patient was to continue opioid analgesics and home exercise program.